Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Patient describes as a brush burn on the spine. Patient reported vibration box is cutting into the back. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's physician treated the skin irritation with a wound bandage and removed the lifevest. Follow up indicated that the skin irritation is improving.